Event description:
It was reported that the patient developed blisters across the entire back, with milder blisters present on the right side following the procedure. The patient was referred to home health and was doing well.